Event description:
The customer stated that the needle was detached from the sensor when she opened the package. Advised that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
The sensor was received with a detached introducer needle at the needle hub. Unable to confirm that the customer received the product in said condition due to the customer returning the product opened.